Event description:
Patient underwent laparoscopic-assisted supracervical hysterectomy with ovarian conservation and cystoscopy. The tissue morcellator failed during the beginning of the case. Case delayed for one hour while awaiting a back up product. Dates of use: 2008.